Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the mid left anterior descending artery. Following rotablation using a 1.50mm burr, a 3.00mmx16mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but was unable to cross the lesion. A 0.014 non-bsc guide wire was then used beside rotawire, and the stent delivery system (sds) was inserted over the non-bsc wire but still would not cross the lesion. The device was removed from the body and the lesion was pre-dilated with a 2.0x8 emerge balloon catheter. The device was advanced again for the third time, however, it was noted that there was no stent on the sds. Multiple efforts to locate the dislodged stent were made and the stent was not found. The procedure was completed using another 3.00mmx16mm synergy stent. No patient complications were reported.